Event description:
A 22mm x 13mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was inserted into aortic artery and implanted to cover an abdominal aortic aneurysm. Upon attempted removal of the delivery system runners from the target area in the neck of the aorta. Due to the graft's position and having brought the iliac limb down quite far into the external iliac artery, the physician was unable to place a sheath that would be required to place an add'l aortic cuff. After repeated attempts to insert a sheath, a leak developed in the left iliac artery. At this point the physician elected to convert the pt to open repair. The pt is reportedly doing well, and there were no add'l clinical sequelae reported relative to the event.